Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
We were notified that the patient expired on (B)(6) 2022 and that the patients wife believes that the device malfunctioned. The physicians office was contacted and according to the nurse the patient was very sick and had a lot of vt episodes with shocks. He was scheduled for an ablation on (B)(6) 2022. On the morning of the day he expired he was having fine vf episodes which were reported via home monitoring. The physicians office does not believe there was a device malfunction. We contacted the funeral home where the patient was cremated to try to recover the device and was told that they destroy the devices after they are removed from patients. Should additional information be received, this file will be updated.